Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000186r, serial/lot #: rev. 1 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the issue with the ups was resolved upon replacement of the mobile view station (mvs) computer in a separate case. Upon successful replacement of the computer, the issue was resolved after extensive testing. The system was found to operate as expected and passed a system checkout. The ups was returned to medtronic unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the uninterruptible power supply (ups) was not holding charge when the unit was unplugged from the wall. No patient was present.